Event description:
Coronary stent became dislodged from balloon delivery system after multiple attempts to cross a calcified lesion in the left circumflex coronary artery. A separate balloon was used to withdraw the stent from the coronary circulation to the level of the femoral artery. The balloon was deflated, and a snare retriever successfully snared the stent. The stent could not be withdrawn into the sheath, or subsequently through the existing arteriotomy. The pt then went to surgery for a cut-down with femoral arteriotomy and removal of the stent.